Event description:
It was reported that stent damage had occurred. During the unpackaging of the 38 x 3.00 promus premier select drug-eluting stent it was noticed that the proximal stent struts were deformed. This occurred outside of the patient, therefore there was no patient injury. Another of the same stent was used to successfully complete the procedure without further issue or patient injury.

Manufacturer narrative:
The device is a combination product. Date of event: exact event date is not know, therefore the first day of the "aware date" month was used as the date of the event. Device returned to manufacturer: the promus premier select drug-eluting stent was returned and analysis was completed. The investigation found proximal stent damage with the struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip and hypotube identified no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Manufacturer narrative:
The device is a combination product. Exact event date is not know, therefore the first day of the "aware date" month was used as the date of the event.

Event description:
It was reported that stent damage had occurred. During the unpackaging of the 38 x 3.00 promus premier select drug-eluting stent it was noticed that the proximal stent struts were deformed. This occurred outside of the patient, therefore there was no patient injury. Another of the same stent was used to successfully complete the procedure without further issue or patient injury.